Event description:
A pt reported experiencing inaccurate erratic results with a one touch ultra meter. The pt's blood glucose results were 198mg/dl, 151 mg/d, 120mg/dl. Tests were done within 10 minutes with a difference of 29%. Pt did not experience any adverse events. No further info has been reported. "Customer stated several strips from this lot had no black and white stripes at one end, just a white area."